Event description:
Caller reported an occlusion alarm, causing the customer's blood glucose level to exceed 500 mg/dl, with the exact value unknown but displayed as "high." Customer took corrective action by administering a correction bolus via the pump, changed the infusion set and cartridge, and successfully resumed insulin. No assistance from third parties was required, and the issue was resolved without recurrences, leading cts to close the case.